Manufacturer narrative:
Upon further review, this report, MFR# 8030965-2013-10857 was filed in error. MFR# 8030965-2013-10857 is a duplicate report to MFR# 8030965-2013-10476. Placeholder.

Event description:
Synthes (B)(4) reported that during a demonstration, the matrix mandible set was being used when a piece of the short cut plate cutters broke off. The broken piece of the device was unavailable for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).